Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a low blood glucose of in the 40's mg/dl. Customer stated that the low blood glucose event started on (B)(6) 2017. Customer treated with food and declined low blood glucose troubleshooting due to customer was driving. Customer also reported issue with carelink and was unable to log in even after the password has been reset. No troubleshooting was performed and stated that he wanted it documented. Customer stated that he will call back to troubleshoot. The insulin pump is not expected to return for analysis.